Event description:
It is reported that the universal modular electric/battery double trigger handpiece, serial number (B)(4), doesn't stop after releasing the triggers. There was no patient harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. However a follow up medwatch will be submitted once the investigation is complete.